Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
Complaint was reported as the following: complaint alleges that as the blade tip builds up burnt residue while cleaning it with a damp sponge, it was noticed that the insulation started to come off the blade surface. No pt injury reported.